Manufacturer narrative:
Date of event: estimated date of event. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove and product quality problem. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. While advancing and retracting an unspecified device, friction was met with the whisper guide wire. Once removed, the physician noted that the whisper guide wire had a sticky tactile feel to it. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.